Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reporter: material # 304657 batch # 4205660 verbatim: rcc received a complaint via email. Email(s) attached xxx complaint #: (B)(4) defect description: moisture in syringes medline part #: 153239 product description: syringe 10ml ll bns vendor part #: 304657 lot #: 4205660 date reported: 7/25/2025 sample received: yes response needed: summary of findings and corrective action.

Manufacturer narrative:
(B)(4) follow up report for correction and device evaluation. This complaint was determined to not be a reportable event after the MDR was submitted. The silicone was noted to be within specification. Annex a code updated to a0201 - product quality problem (1506). Three photos and three physical samples were received by our quality team for evaluation. Upon visual inspection, an oily substance was observed in the cylinder. One of the physical samples was sent for ir (infrared) analysis to determine the origin of the material found within the fluid path. The results showed a correlation with silicone, which is a medical-grade lubricant and a component in the product¿s manufacturing. Its function is to allow the free movement of the plunger with the stopper inside the barrel and does not pose a risk to user safety nor affect the syringe¿s functionality; therefore, it is not considered a foreign material. When performing the silicone content test on the remaining two samples, the values were within specification, so the batch was deemed compliant. A device history record review found no non-conformances associated with this issue during production of this batch. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
As per the investigation findings, silicone content testing was performed, the values were found to be within specification and deemed compliant.